Event description:
It was reported that the customer was involved in a car accident related to low blood sugar. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.